Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a highly stenosis axillary vein. An armada 35 7x60 balloon catheter was inserted and attempted to be inflated. However, during inflation the balloon ruptured at 12 atmospheres. The balloon was able to be removed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the highly stenosed axillary vein. There were no leaks noted during preparation indicating that the damage was not pre-existing. Additionally, the rupture likely occurred longitudinal and tore radial as the balloon was being withdrawn into the introducer sheath due to the ruptured balloon material catching on the distal end of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.